Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports juvéderm¿ voluma¿ with lidocaine injection in the eye, ck3 area. Patient returned for follow up a week later and everything appeared as it should be, patient was doing well. 2 weeks later, patient had another appointment for filler that was cancelled because they weren¿t feeling well. Around this time, patient experienced "some kind of reaction thing, everything got inflamed" at the injection sites, returned to clinic and ¿it looks infected on the left side cheek.¿ hcp was concerned that the patient had developed a sinus infection in the eye where the filler was injected. Patient provided cefalexin and a sinus x-ray was ordered. Results showed no issue with the sinuses. Patient suggested an allergic reaction. 11 days later, prednisone was prescribed for a week and then treatment was extended. Patient was weaned off of the steroids. Treatment did not address the lumps in the marionette area, but swelling decreased. An autoimmune workup was ordered. 2.5 weeks later, lupus labs ordered. Patient and hcp know someone in the industry (not a hcp) who mentioned "voiding granulomas but that is unlikely." Patient questions why possible granulomas are present in marionette area and not ck3 where filler was placed. Patient's friend mentioned a product injection into the granulomas. No biopsy reported to confirm this diagnosis. If there are lumps under the skin, patient wants them gone and wishes to apply botox for further treatment. Hcp wants to inject a steroid into the patient's face. Per hcp, ¿there is nothing defective with the product or a problem with the technique.¿ patient is being treated with ongoing medical care and physician is trying to get to the root of the problem. Physician is waiting on medical tests to arrive at the clinic before a diagnosis is made.